Event description:
It was reported that the external pulse generator would shut off. The generator was returned for service. It was further requested that it receive its annual test and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was contaminated, the lead flex cover was contaminated, and the battery contacts were compressed. (B)(4).